Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: foreign matter attached to the video cable connector and socket, because after the field service engineer cleaned the device, the issue did not persist. This issue is addressed in the instructions for use (IFU): "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."

Manufacturer narrative:
The olympus field service engineer (fse) evaluated the device. The fse cleaned the video cable connector and light sockets with isopropyl alcohol and compressed air. The fse then reset the device settings, and did not experience any of the originally reported error messages. The probable cause for the reported error codes is foreign matter at the electrical contact point of the connector or socket, the electric contact becomes unstable, and it affects the signal transmission of the scope and video processor, and there is a possibility that b30 error or e204 error occurs. The instructions for use state: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear".

Event description:
As reported, the customer experienced b30 and e204 errors on their evis exera iii xenon light source device (event 2 of 2 - please reference patient identifier (B)(4) for event 1 of 2). No patient harm was reported from this event.